Event description:
A user facility reported an intraocular lens (iol) was exchanged due to the patient not being able to see well due to uncorrected astigmatism. The lens was exchanged for another toric lens with a different cylinder power. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been not other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire has not been received. (B)(4).